Event description:
Device history record was reviewed, no issue has been found. Device log history was reviewed for sn (B)(6) and cannot confirm events described in complaint. The pump has infused the correct volume. Device was not returned to france for investigation as repairs were carried out locally. During the visual inspection, it was found that the motor kit (motor assembly) was damaged and the motor was not in the right position despite delivering the infusion. The fk engineer confirmed that the impact of the pump falling or hitting the floor could cause the motor to break its mountings as shown in the photos. The broken spare part has been replaced, but the defective spare part was not returned to brézins for further investigation. The origin of the failure of the reported event is likely due to a fall of the device despite evidences of any signs of damage. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
Pump not infusing the right volume input, delaying infusion time, potentially delivering lower dose. Device opened and engineering found motor assembly part broken, motor in incorrect position (underdose due to broken motor assembly). More information is needed to fully investigate the issue.